Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. No lot release records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7/page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9/page 119: warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
It was reported that the patient lost consciousness and his roommate called for an ambulance and he was transported to emergency room (ER). He stated before going to bed his blood glucose (bg) was in normal range reading between 9, 10 to 12 mmol/l (162, 180 to 216 mg/dl). The next morning when he got to the ER his bg reached 95 mmol/l (1712 mg/dl). At the ER they diagnosed him with diabetic ketoacidosis and the start of pneumonia. He was placed on a intravenous therapy of insulin and antibiotics. The doctor believed that the patient's omnipod personal diabetes manager (pdm) was not working, which cause the patient to be hospitalized. They kept the pdm with them at hospital and he is no longer using the pdm. The pod was worn between 4 and 24 hours. The patient still hospitalized at the time of the call.